Manufacturer narrative:
The reported events of helix mechanism issue and ¿helix was distorted¿ was confirmed. As received, a complete lead was returned in one piece. The helix was extended/bent and clogged with blood/tissue. X-ray inspection found over-torque of the inner coil at the connector region and the helix extended/bent consistent with procedural damage. The cause of the reported events was isolated to the helix being bent/ damaged, clogged with blood/tissue and over-torqued of the inner coil consistent with procedure damage. Visual and x-ray inspection of the lead did not find any other anomalies.

Manufacturer narrative:
Correction: d6a and d6b fields should not have been filled as this was an initial implant where the lead was not used.

Event description:
It was reported that during the implant procedure the helix was damage and distorted after attempted to penetrate into the left bundle area. The lead was not used and the procedure continued with routine implant. The patient was stable throughout.